Event description:
It was stated that the insulin pump had a frozen display. Troubleshooting was performed and the insulin pump gave an alarm after a new battery was inserted. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display during the countdown. The problem was isolated to the mother board. Unable to verify the alarms or frozen screen due to the blank display.